Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the table and was unable to duplicate the reported event. Upon further inspection, the technician found that the protective guard that prevents inadvertent activation of the auxiliary override switches was missing and the shrouds were cracked. The auxiliary override switches are located on top of the column cover above the shrouds. Based on the technician's inspection, the root cause of the reported event is attributed to the trend auxiliary override switch being inadvertently activated by the damaged shrouds. The table was installed in 1995 making it approximately 24 years old. The table is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. Based on the age of the table, the user facility decided to remove the table from service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 3080 sp surgical table moved into trendelenburg position without being commanded to do so. No report of injury or procedure delay.